Event description:
It was reported that the physician's programming handheld would not power on for some time. A hard reset was performed which allowed the handheld to power on; however, the vns software would not load. Multiple hard resets were performed; however, the software would not load. It was confirmed that the flashcard was properly seated into the physician's handheld. A new handheld and flashcard were provided to the physician's office. The handheld and flashcard are expected to be returned for analysis; however, they have not been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report indicated that a replacement device has been provided by the physician however one has not as the physician will not meet the company representative in order to have training on the new platform. The information has been corrected on this report.

Event description:
Good faith attempts to have the handheld device returned were unsuccessful and the physician has not received a replacement device. The new platform requires training and the physician refuses to meet with the company representative to have the training performed therefore a new device was not left with him and the handheld device in question has not been returned for analysis.